Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineally prior to spaceoar implantation. Additionally, the procedure was performed under general anesthesia. During the procedure, the device was set up and functioned without issue. After the procedure, magnetic resonance imaging was performed (MRI) that shows a potential rectal wall infiltration. There were no patient complications reported as a result of this event.